Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of gram-positive bacilli and <10 cfu's of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of cellulosimicrobium spp. And <10 cfu's of enterococcus faecium on (B)(6) 2026. The device was retested on (B)(6) 2026, and it tested positive for >100 cfus of cellulosimicrobium cellulans and <10 cfu's of enterococcus faecium. The device was tested again on (B)(6) 2026, and tested positive for <10 cfu's of cellulosimicrobium cellulans. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This MDR is being sent to correct the event description (b5) and the date of event (b3). Please see b5 and b3 for more information.